Manufacturer narrative:
Product not returned to manufacturer.

Event description:
The dentist reported that patient presented in office on (B)(6) 2017 to remove broken screw in tooth side #3 then it was discovered that the screw in tooth side #2 was broken as well. Patient has a dental bridge for positions 2,3,4,6 and 7. Patient will return back to the dental office for a retrieval.

Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.